Event description:
Philips received a complaint from customer reporting a battery failed alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported the battery voltage measured 10.5 volts. The rse advised an internal battery replacement. Investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the battery and successfully completed all required performance verification tests. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.